Manufacturer narrative:
Concomitant medical products: zy52 lead, implanted (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was allowing the patient's heart rate to drop into the 30s, which was below the programmed lower rate. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.